Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak through punctures in the pad surface. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original packaging label. Visual inspection noted the following: -no obvious visible defects such as cuts or tears in the foam. -no visible chips or deformities at the ends of all connectors. -tubing for the pad noted no major kinks present. -hydrogel was intact with pad and not separated. -no crushed dimples or signs of over lamination in the pads. The pad was tested. One pinhole was seen on each side of the neonatal pad, resulting in air leakage into the pad. The holes were seen on the hydrogel side of the pad. After sealing both holes, a total of 1.0 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 34 percent, inlet pressure was -7.1psi. The flow rate could not be measured before sealing the holes. According to the test method, the flow rate was found to be inadequate for the returned pad. (Acceptable range greater than or equal to 1.0 l/min). No water leakage was noted during the test. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "the neonatal arcticgel pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they spoke to someone earlier regarding a leaking arctic gel pad and have since replaced it. They stated some of the liquid got on the baby and they would like to know what the liquid consists of in case the baby had a reaction later. Lot number of pads nghx2645. Explained that it consisted of sterile water and chloramine-t powder. This contains 11.5%-13% active chlorine and was soluble in water. It was widely used as a disinfectant in the medical industry for external applications, effectively killing bacteria, viruses, fungi, and spores. Confirmed they have already cleaned off the baby and everything was fine. That was just for their notes. Per follow up information received via email on 24feb2025, nicu still has the pad and will send pad for evaluation. Confirmed no further issue with patient. The moisture was wiped from the infant, and they observed no reactions. Therapy was not continued. Per sample evaluation results on (B)(6) 2025, air leakage was seen through small holes on the hydrogel side of the pad. Water leakage was not observed through these holes.

Event description:
It was reported that the nurse stated they spoke to someone earlier regarding a leaking arctic gel pad and have since replaced it. They stated some of the liquid got on the baby and they would like to know what the liquid consists of in case the baby had a reaction later. Lot number of pads nghx2645. Explained that it consisted of sterile water and chloramine-t powder. This contains 11.5%-13% active chlorine and was soluble in water. It was widely used as a disinfectant in the medical industry for external applications, effectively killing bacteria, viruses, fungi, and spores. Confirmed they have already cleaned off the baby and everything was fine. That was just for their notes. Per follow up information received via email on 24feb2025, nicu still has the pad and will send pad for evaluation. Confirmed no further issue with patient. The moisture was wiped from the infant, and they observed no reactions. Therapy was not continued. Per sample evaluation results on 14apr2025, air leakage was seen through small holes on the hydrogel side of the pad. Water leakage was not observed through these holes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.